Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that fluoroscopy revealed externalized conductors on the right ventricular lead. The lead remains implanted.